Event description:
Medical device failure twice within first 30 days of implantation. Boston scientific refuses to honor its warranty and replace defective device. Rebooted and reprogrammed after 2 weeks of implantation and then worked properly for additional 2 weeks and then repeated device failure. Total of 2 device failures within first 30 days of usage and boston scientific refuses to honor its 2 year device warranty and replace the defective product. FDA safety report ID # (B)(4).